Event description:
It was reported that the bd micro-fine pen needle was leaking. The following was received from the initial reporter: on the (B)(6) we received a call from a diabetic patient who reported that there is a leak between the bd pen needle and the insulin pen. The patient didn¿t mention any adverse event related to the leak.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine pen needle was leaking. The following was received from the initial reporter: on the 1st august we received a call from a diabetic patient who reported that there is a leak between the bd pen needle and the insulin pen. The patient didn¿t mention any adverse event related to the leak.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 30-aug-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.